Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced infusion set tape not sticking issue on first day of insertion during sleeping event on (B)(6)-2026. The site of insertion was abdomen. No further information available.